Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found the fiber was broken into two pieces; the fiber connector was separated from the fiber body. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. Therefore, the reported event was confirmed. The microscopic inspection of the tip indicated it was good. Additionally, the connector was good with no defects. According to the labeling review, it confirmed that the IFU includes appropriate warnings and instructions for use. It states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based in all the available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber was damaged. The procedure was completed with another of same device. The patient condition following procedure was stable, there were no patient complications. After that, the fiber was returned for analysis, and it was determined that it was broken into two pieces.